Manufacturer narrative:
The customer cleaned the reagent probes with alcohol. Hotline worked with the customer to troubleshoot the event. Hotline instructed the customer to prime the cc reagent probes five times. Customer did not observe any leak.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probe leak after maintenance was performed on the instrument. No injury was reported. No operator was exposed.